Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The suction tube was intact and visual inspection revealed saline residue in the suction tube indicating the device was used. The insulation coating is torn but not melted right above the active tip, confirming this complaint. The vapr electrode was connected to a test vapr vue generator and test vapr 3 foot pedal to test its functionality. The vapr vue test generator detected the electrode and the proper defaults were displayed; the vapr vue test generator was set to maximum power for ablation and coagulation modes. The device tip was placed in saline and the ablation and coagulation functions were activated, and the device was found to operate as intended. This type of failure has been attributed to instrument coming in contact with other instruments that produce heat during operation. Other than this possibility, we cannot determine a root cause for this failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email that after use on patient the insulation has solved. The electrode is not a reprocessed device.